Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient expired. The index procedure was performed in (B)(6) 2013. The 2.25x16mm, eccentric, de novo, type c, with timi flow 2, 99% stenosed and diffused target lesion contained a >45 degree bend and was located in a moderately calcified and mildly tortuous distal left anterior descending artery. It was treated with pre-dilatation and placement of a 2.25x28mm study stent at 12 atms. Residual stenosis was 0% with timi flow 3. Twelve days post index procedure, the patient developed ventricular fibrillation and died on the same day. No autopsy was performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).